Event description:
Device 5 of 5. Reference MFR. Report#: 1627487-2011-05375, 05376, 05377, 05378.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Three lead anchors were returned. The lead anchors were not analyzed as the event of infection cannot be confirmed via product analysis testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.